Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d4, g4, h4.

Event description:
It has been identified that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "capsular contracture, baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 24jul2024.

Event description:
It has been identified that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device has been explanted.